Event description:
It was reported that a patient underwent a wound closure uterus procedure (B)(6) 2022 and suture was used. Post-op, it was reported that the suture has still not been absorbed after 6 months, although the absorption time is stated as 56-70 days in the IFU. Surgery was (B)(6) 2023. Procedure: wound closure uterus. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: please provide the exact and full date of surgery? (B)(6) 2022. Could you please clarify if the patient suffer from any signs or consequence due to the issue? Please provide more information. Patient suffers because she wants to get pregnant and couldn¿t because of the sutures in the uterus which have not absorbate. Were there any alleged deficiencies noted with the device that could have contributed to the patient¿s post-operative complications as mentioned in the event description? No known deficiencies with device only the fact that it hasn¿t absorbate in the time the ifus declare. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; drainage)? If so, please specify. No further medical intervention performed. There was a prescription for steroids or antibiotics for the patient's recovery? If yes, please provide medication name, route and dose. N/a. Was dehiscence noted. No. What is the lot number & product code? Too long ago.